Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating pt was hospitalized due to high bg's (521) and dka.